Event description:
A non-healthcare professional reported that vitrectomy probe stopped effective (could not cut vitreous and aspirate) after a few minutes of use during the vitrectomy surgery. The surgery was completed by replacing the opening other custom packs and cassettes and using the probes contained therein. There was no report of patient impact. Additional information requested and received that there was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened probes were received, with a tip protector, in a tray. Sample 1: the sample was visually inspected and found to be nonconforming with orange/brown foreign material inside the port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at bend area, cutting edge and several locations along the inner cutter. Sample 3: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for all three tests. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at bend area, cutting edge and several locations along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path. The sample was retested with a syringe, and no resistance was felt. The sample was retested for actuation and aspiration with the probe driver and was able to actuate and aspirate. The initial aspiration test failed due to an interference in the aspiration path and once the interference was removed the probe was able to actuate and aspirate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms that sample 1 and 3 probe had a cut failure. The root cause for the poor cutting is the observed gouge marks. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the direction for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. The complaint evaluation does not confirm sample 1 had an aspiration failure and confirms sample 3 had an aspiration and actuation failures. The root cause of the aspiration and actuation failure is an interference in the aspiration path once the interference was removed the probe was able to aspirate and actuate. However, the exact root cause of the interference could not be determined from the evaluation performed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as probe sample 1 was functionally conforming for aspirations and sample 3 was able to aspirate once the observed interference was removed and it appears that the observed cut failures of sample 1 and 3 were due to excessive use of the probe by the user. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.